Manufacturer narrative:
Initial reporter occupation is patient/consumer. The patient's meter and strips from lot 63658921 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.7 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient mentioned that he also received error 4 and error 5. Data analysis of the meter's error report was conducted. An error 4 was seen to occur on (B)(6) 2022. This error can occur when the blood dose is administered too early or if a strip has previously been used. Multiple error 5s were observed. This error can occur when the strip does not feed enough blood into the meter to perform an accurate reading. This happens when the customer does not dose enough blood on the strip. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 12:14 p.m. The patient had a meter result of 4.0 inr while at 2:15 p.m. The laboratory result was 2.9 inr. The strip lot number used for this comparison is not known. On (B)(6) 2023 at 3:53 p.m. The patient had a meter result of 4.0 inr while at 4:53 p.m. The laboratory result was 2.9 inr. The strip lot number used for this comparison was 63658921 with an expiration date of 31-mar-2024. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is every 2 weeks.